Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia cassette leaked; further reported as "the patient line came out causing fluid to leak". This occurred during an unspecified drain phase of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.